Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart). The user attempted to clear the advisory message by rotating the driveshaft to the home position, but the issue persisted. No patient involvement.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displaying user advisory (ua) 45 (not at "home" position after power-on/restart) ) error message was confirmed during initial functional testing and archive data review. To remedy the issue, the driveshaft was rotated back to the home position. The root cause for the (ua) 45 error message was due to the driveshaft not being at home position, which is likely attributed to user error. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a (ua) 45 will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a (ua) 45 pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. During visual inspection, there was no physical damage observed on the autopulse platform. The archive data review showed multiple user advisory (ua) 45 error messages to have occurred on the customer's reported event date, thus confirming the reported complaint. During functional testing, a user advisory (ua) 45 error message was displayed upon powering up the platform, thus confirming the reported complaint. The driveshaft was rotated to the home position to clear the user advisory (ua) 45 error message. Following service, multiple run-in tests were performed, including the 95% patient large resuscitation test fixture (lrtf), simulating end take-up by pressing the load plate, pulling up the lifeband, and powering off/on the device multiple times. No faults or errors were observed, and the autopulse platform passed all testing and met all the required specifications. Historical records were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).